Event description:
Countersinks would not fully advance over the guide wire. Power was utilized by the surgeon trying to countersink a 4.0 screw for a bunion procedure. When the countersink was not attached to power, the countersink partially advanced over the wire.